Event description:
The customer reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a resolution by confirming that a pump replacement was necessary. The customer was informed about the processes regarding the new pump and instructed to use an alternate method for insulin delivery in the meantime.